Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer contacted the customer via phone and performed troubleshooting on the instrument. The customer indicated that the issue had been resolved and the analyzer was performing as expected. Therefore, no repairs were required. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the syringe of the ortho provue analyzer leaked fluid during qc testing after troubleshooting an error message. The customer aborted testing. No erroneous results were reported. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.